Manufacturer narrative:
H6: investigation summary. 1 video was returned by the customer in support of this complaint. Visual examination of the video does not reveal overfill. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. No retentions were kept for lot 0227238; therefore, a capability report was run for the order with all draws measuring within the specification limits. Additionally, 10 retention samples from lot numbers 0316282 and 0345720 were visually and functionally tested and no issues were observed relating to overfill as all samples met specifications bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the video, the retention testing and the capability report. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported that 3 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. "Material no. 363083, batch no. 0227238, 0316282 and 0345720. It is reported customer is experiencing over filling. Verbiage received, - "hi (B)(6) ¿ we had an account at multiple locations have an issue with overfilling sodium citrate tubes (bd# 363083). I wanted to bring this to your attention in case you are hearing this issue from other sites. They are concerned with the lot numbers below. Thanks. 0227238, 0316282 and 0345720."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0227238, medical device expiration date: 2021-05-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0316282, medical device expiration date: 2021-08-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0345720, medical device expiration date: 2021-09-30, device manufacture date: (B)(6) 2020.

Event description:
It was reported that 3 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. "Material no. 363083, batch no. 0227238, 0316282 and 0345720. It is reported customer is experiencing over filling. Verbiage received, - "hi (B)(6) ¿ we had an account at multiple locations have an issue with overfilling sodium citrate tubes (bd# 363083). I wanted to bring this to your attention in case you are hearing this issue from other sites. They are concerned with the lot numbers below. Thanks. 0227238, 0316282 and 0345720." "